Manufacturer narrative:
(B)(4). The customer reported that the multi function footswitch (mffs) was not working properly. A philips field service engineer (fse) stated there was no harm to a patient, operator, or bystander as a result of this issue. The fse confirmed the customer called philips for service and discontinued using the mffs on the CT system. The fse evaluated the system and determined the springs inside of the footswitch were broken. Therefore, when the pedal was pressed, the mffs became stuck engaged. The fse replaced the entire multi function footswitch to resolve the issue.

Event description:
The customer reported that the multifunction footswitch was not working properly. A philips field service engineer (fse) stated there was no harm to a patient, operator, or bystander as a result of this issue.